Event description:
It was reported that the patient had a left hip revision due to infection. Original implants were removed, the wound was washed out and new implants were placed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#tridentii tritanium cluster54e; cat#702-04-54e; lot#10860151a. Device name#6.5mm low profile hex screw 30mm; cat#7030-6530; lot#u2kh. Device name#delta v-40 ceramic head 36/0; cat#6570-0-136 ; lot#12382052. Device name# standard insignia collared hip stem; cat# 7000-5506; lot#88897403. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a left hip revision due to infection. Original implants were removed, the wound was washed out and new implants were placed.